Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor was using the involved angio-seal device in a lower extremity angiogram case. No tortuosity the doctor was able to deploy the angio-seal post procedure with no complications. However, the next day when checking on the access site, the physician noticed a hematoma that developed at the right (rt) common femoral artery (cfa). The patient was in stable condition. The patient was treated with a thrombin injection. Additional information was received on (B)(6) 2020: the sheath size used was a 6fr. A pre-deployment angiogram was performed. Manual compression was held on the site post 1 day. There was no equipment or other devices used with the reported product.